Event description:
During a transurethral resection of the prostate (turp), as the surgeon used the loop electrode, the loop broke. Another loop was given to the surgeon and the second loop broke as well.